Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded. The tip, balloon, markerbands, proximal weld, and inner/outer shaft were microscopically and visually inspected. Inspection of the device revealed a burst in the balloon material that was 2mm long. Inspection of the rest of the device found no other damage or irregularities.

Event description:
Reportable based on device analysis completed on 26-apr-2019. It was reported that inflation failure occurred. The target lesion was located in a coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the balloon could not expand completely. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable. However, returned device analysis revealed balloon longitudinal tear.